Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of both code-batches. There are no units in our stock. We have received 3 open boxes labeled as g1118765-619035 with 35 unopened race-packs of g1118773-618404. According to the samples received, inside the boxes with ref g1118765 (dafilon black 10/0 (0.2) 30cm 2xdlm6s) there are race-packs with ref g1118773 (dafilon black 9/0 (0.3) 30cm 2xdlm6s). This mistake took place in the warehouse when labelling boxes with the ref g1118765 and batch 619035. The operator labelled by mistake a box that contains dafilon black 9/0 (0.3) 30cm 2xdlm6s product reference g1118773 as dafilon black 10/0 (0.2) 30cm 2xdlm6s product reference g1118765. According to the information received, only three boxes of this code-batch have been found with this issue. Therefore, we assume that this are isolated and accidental boxes. Nevertheless, we take note of the incidence and the personnel involved has been informed to avoid that this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for three boxes of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that in ophthalmology surgery the dr. Requested nylon 10/0. Inside the box there is product that did not correspond to the suture indicated in box nylon 10/0 but to nylon 9/0. The other three boxes were checked and found the same issue in two of them. Finally opened the fourth box and it was correct with the same number on the box and the envelopes inside. No further information has been received.